Event description:
It was reported that there was an error code 210.5020.0 on the device; logic board damaged. No patient involvement was noted.

Manufacturer narrative:
Corrections: g4, h3, h6 (method, results, conclusion) and h10 the customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A review of the device history record for sn (B)(4) was performed from date of manufacture 10/30/2015 to the present date (B)(6) 2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error code 210.5020 and the logic board was damaged. There was no patient involvement.